Event description:
Additional information was received from the rep: the rep specified that the recharger had been oriented correctly while recharging. Patient is currently doing well with controlled symptoms, no burning sensation was currently felt. A pocket revision was scheduled by the doctor but the patient cancelled it due to resolved issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the rep spoke with the patient when they were trying to charge ins for the first time. Rep states the patient's external components were all fully charged but they cannot get the recharger to stay connected to ins. The rep fears ins may be too deep. Patient was getting two messages on the screen, but rep did not know what the numbers were, and was unsure if the patient was getting these messages constantly/consistently. The patient tried charging with and without clothing between charger/ins. Tech support provided considerations, sent info via email and the rep will follow up with patient september 11th. On september 11th the rep reported the patient continues to get 1707 message. Prior to message, programmer says ¿searching for device¿. Connection is ¿good¿. It will charge for a minute and then disconnect. Patient restarted the recharger and continues to get same message. Also, patient put setting on ¿cool¿ and still feels burning sensation for the few minutes that it does recharge. Rep plans to meet with patient on monday, september 14th, to review reports and attempt recharging with their demo recharger. After meeting with patient the rep reports that no cause of the burning sensation while recharging was determined. When asked whether the burning sensation was from the ins or the recharger rep reports it was internal while recharging, when the recharger was positioned horizontally (as in the belt). When they removed recharger from belt and held it vertically, device was able to stay connected and recharge without burning sensation. Patient will continue to use recharger turned vertically to recharge so that it will stay connected and not cause that sensation. Connection issue was also resolved when recharger was removed from belt and turned vertically. The depth of the ins was not known, and patient weight is unknown. The rep recharged patient¿s device to 100% in physician's office. It is unknown if patient has attempted to recharge again. Cause of 1707 error was not determined. Issue has been resolved but patient has to hold recharger vertically over ins rather than use belt to recharge. A second recharger was used to recharge 20% and there was no burning sensation. The rep then switched back to the patient¿s recharger and finished recharging another 20% and there was also no sensation as long as recharger was held vertically. The hcp (healthcare professional) was made aware of recharging issues. Hcp will do pocket revision to reposition ins in future if patient wishes to or if patient continues to have issue connecting to recharger or feeling burning sensation while recharging.